Manufacturer narrative:
No trend considering the following event is identified: revision due to bone fracture. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: patient underwent initial surgery on (B)(6), 2012 with alloclassic stem. Subsequently, patient experienced periprosthetic fracture and underwent revision surgery on (B)(6), 2017. Thus all the implants (alloclassic stem, 36mm cocr head and 58mm*36mm triology std liner) were removed and exchanged to arcos modular stem/head system and triology cup. For the fractured bone ncb pp system is utilized. Review of received data - one undated ap view x-ray of the right hip is received. Femur is observed to be broken. Radiolucent lines all around the stem, around the cup surface and radiolucent zone around the screws are visible. Thin luscent lines accompanied by the sclerotic lines at the gruen zone 1 and 7 indicate fibrous tissue ongrowth which is thought to provide sufficient stability. The distal tip of the stem is in contact laterally with the cortical wall due to the tilting. Slight rounding/piling up of the cortical wall is noticed where the distal stem tip touches. Moreover, the acetabular cup seems to be positioned in a steep angle, however, it is not possible to measure the inclination angle due to not having the complete ap x-view x-ray. Photo of the explants is received. No obvious defects is visible. The explants are covered with blood. Bone at the surface of the stem is visible only at the middle height. After a close look at the stem it is possible to read the ref number, therefore the generic stem has been changed to alloclassic sl stem 5 12/14 (ref: (B)(4)) - implant stickers belonging to the revision surgery received. - no product was returned to zimmer biomet for in-depth analysis, according to the information received the device was discarded in the hospital. Review of product documentation - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Conclusion summary according to the event, patient underwent revision surgery of the tha due to bone fracture after 5 years 3 months in-vivo time. Ref/lot numbers of the products were not available for the investigation. Only the ref number of the stem was visible in the received photo. Neither post-op x-rays nor surgical reports/office notes were received for the analysis of the event. The only available x-ray at the hand, which is taken after the bone fracture took place, indicates that radiolucent lines are present all around the stem. However, since there are no previous post-op x-rays available it is not possible to represent those features as loosening effect. The acetabular cup seems to be loosened and positioned in a steep angle, which might be leading to a structural inbalance of the tha. Piled up bone at the cortical wall, where the distal step tip touches, is also a sign of this inbalance. It can be hypothysed that this inbalance was present since the implantation surgery and the stem was moving due to that leading to piling up of the bone through wear. Nevertheless, the possible reasons leading to the bone fracture can be summarized as malposition of the cup, wrong (smaller) size selection of the stem, excessive wear due to micromotion at the taper connection and use of a wrong rasp which does not correspond to the stem size. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic sl stem 5 12/14 on an unknown hip side on (B)(6), 2012 and the patient underwent revision surgery on (B)(6), 2017 due to peri -prosthetic fracture.

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown alloclassic stem (catalogue number unknown) on an unknown side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2017 due to peri prosthetic fracture.